Event description:
It was reported that at follow-up, externalized conductors in the mid-distal intra-coil region were seen on the fluoro. All electrical measurements were normal. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 12.9cm from proximal end and 47.4cm from the distal tip. An internal insulation abrasion was found between 11.2 to 16.0cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.